Event description:
The facility reported to a baxter sales manager that a colleague triple channel pump had failed. This event occurred during patient use for an open-heart surgery. During a follow up call to the facility, it was reported that at 6:00am on the day of the incident, the pump was put in stand-by mode and around 12:00 noon, when the operating room attempted to use the pump, a failure code 808:02 occurred resulting in a delay in therapy, as the infusion never started. Per the facility, the pump was plugged in the entire time. It is unknown what was to be infused or the duration of the delay. The patient's blood pressure, which was being monitored by invasive means, dropped to either 36 or 38 mm of hg. The pump was then switched out with a different pump. According to the hospital representative, there was no patient injury associated with this event. However, the hospital representative stated that an incident report is being created for this incident and that he may be able to provide additional information after getting approval from risk management.

Manufacturer narrative:
A follow-up report will be submitted when evaluation results are completed and/or if additional information is received.